Event description:
It was reported that shaft break occurred. A 4.00 x 8mm synergy? Xd drug-eluting stent was advanced and inserted over the wire into a non-boston scientific guide. However, the shaft was broken for about 18 inches from the hub. The device was pulled out together with the whole system and the procedure was completed with another synergy device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device synergy xd mr us 4.00 x 8mm stent delivery system was returned to the complaint investigation site (cis) for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube found multiple kinks along the shaft and a break at 51cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopically, there was no sign of damage, stretching or lifting of the stent struts and balloon cones were reviewed, and no issues were noted. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. A 4.00 x 8mm synergy? Xd drug-eluting stent was advanced and inserted over the wire into a non-boston scientific guide. However, the shaft was broken for about 18 inches from the hub. The device was pulled out together with the whole system and the procedure was completed with another synergy device. No patient complications were reported.